Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred inside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3: corrected to yes. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: prevue c). We also confi rmed there were not any abnormalities on the loop pull strength test record of the materiallot. (Sotj-g115-07). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. The lens release test result showed that a re-installed iol could be released out of the original cartridge/tip (which was assembled with new injector body) without any problems. Remark: the original injector body was damaged and could not be used in lens release test. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Deformed haptic after implantation suspected explantation case. Reported bent haptic prior to loading. There was patient contact. No patient injury or incision enlargement. No clarification regarding type of patient contact as of (B)(6) 2023.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4). Hoya due diligence is documented under internal (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Deformed haptic after implantation suspected explantation case. Reported bent haptic prior to loading. There was patient contact. No patient injury or incision enlargement. No clarification regarding type of patient contact as of 22mar23.